Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on a blue screen and the application was not launching. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 14926908 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 14926908 was performed from the date of manufacture, 06-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations t4-2nd and t3-front were both stuck on a blue screen. A technical support specialist (tss) checked the remote smart service and reinstalled it and re-registered the remote smart service component manager. Then the stations were rebooted and launched properly. The system functioned as intended after the technical support specialist troubleshot the device.